Event description:
Related manufacturer report number 2916596-2021-02151. It was reported that the controller was exchanged for an unknown reason. The controller used in the exchange would not restart the pump. A different controller was used for the exchange.

Event description:
It was reported that the controller was exchanged during a percutaneous lead repair. The controller was also exchanged due to degradation of power cables that were causing low voltage alarms. The patient was stable with no apparent harm.

Manufacturer narrative:
Percutaneous lead repair is reported under MFR # 2916596-2021-01895. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms correlating to the system controller (B)(6) due to degradation of power cables was not confirmed. The system controller (serial number (B)(6) was not returned for analysis, and no log files correlating to the controller were provided. Requests for missing meaningful information regarding the event and the reported controller exchange were made. Per customer response, the system controller was exchanged; however, the controller will not be returned for further analysis. As the system controller is not available for analysis, the exact cause of the reported event could not be conclusively determined through this analysis and the complaint file will be closed accordantly. Device history record with shop order numbers were reviewed. The device was manufactured in accordance to manufacturing and quality assurance specifications. Heartmate ii system controller serial number (B)(6) was shipped to the customer on 11may2016. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate ii patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the system controller and the power cables. This section instructs the user to, at least monthly, inspect the system controller¿s audio sounders for dirt or grease. If a change in tone or in loudness is noticed during a system controller self-test, the audio speaker sockets may be obstructed. Audio speaker sockets may be cleaned using a small cotton swab that is moistened (not dripping) with rubbing alcohol. Never insert anything sharp (like a toothpick or pin) into the sounder holes. This can damage the speakers inside. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.